Event description:
It was reported via product receipt that the patient presented in clinic for initial implant procedure on (B)(6) 2026. On the following day post procedure, it was found that the implanted right atrial (ra) leadless pacemaker (lp) had dislodged. The patient was also experiencing symptomatic bradycardia. The ralp was retrieved, explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of dislodgement could not be confirmed. Visual inspection of helixes noted that both helixes were within specification and could not confirm the reported dislodgement. Further analysis and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.